Event description:
It was reported that approximately 4 months post-implant of a bifurcated device, an infrarenal aortic extension and two limb extensions, a type ib endoleak was identified. Reportedly, during a follow up visit, a computed tomography scan revealed a distal type I endoleak at the limb. The patient was treated with an additional limb extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well. Additional information: it was indicated that the juxtarenal aneurysm sac had shrank and the patient was asymptomatic.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.